Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced power cord to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the surgeon side console (ssc) power cord had been driven over and was damaged, requiring replacement. There were a few gouges in the cable jacket that exposed the insulation. There was no report of patient involvement.